Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted probe unit acoustic lens damaged- the acoustic lens surface is damaged. A gap has appeared on the acoustic lens surface. In addition, the following findings during device inspection were noted : -a-rubber glue (insertion part) noted chipped. -suction cylinder nut painting peel off noted. -air/water cylinder discoloration observed. -bending tube angulation wire , play was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a loaner (asset return) inspection, service repair found the acoustic lens (pink probe unit) surface is damaged. A gap has appeared on the acoustic lens surface. There was no patient harm , no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the forceps cover glue peeling was likely caused by the same factors as the other damages. It could not be determined if the peeling is attributed to stress or handling of the device, or some other factors. The root cause could not be determined. Olympus will continue to monitor field performance for this device.